Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for this event. Reference report # 3004485144-2016-00281.

Event description:
It was reported that the plug could not be tightened into the pedicle screw at the l4 level. It is believed the tulip flared open from cross-threading. The pedicle screw and plug were removed from the patient and replaced. The surgery was extended less than 15 minutes to address the screw removal/replacement. There are no reports of harm to the patient as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation, however a photograph of the device was provided and reviewed. There were no discrepancies of failures seen during the photographic inspection. The complaint cannot be verified. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.